Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a incisional hernia repair laparoscopic procedure, the tacks did not penetrate the tissue of the patient and all came loose. Another product from different brand was used to complete the case. There was no patient injury.